Event description:
Additional information received via the healthcare professional of a clinical study updated the outcome from "ongoing" to "unresolved at the time of study exit/death/study closure." It was not clear which one was meant and additional follow-up is being conducted to obtain additional information.

Event description:
Additional information received from a healthcare professional of a clinical study reported the hospitalization was extended on (B)(6) 2015 and inpatient hospitalization was on (B)(6) 2015. Diazepam was given on (B)(6) 2015 and restraints were used on (B)(6) 2015 and . The patient was taken off keppra on (B)(6) 2015 because it ¿may have been making her agitated.¿ the patient was discharged to skilled nursing on (B)(6) 2015. On (B)(6) 2015, restraints were used and the patient started on ativan prn, keppra 500 mg ID, and dilantin 1 g IV. Dilantin 300 mg qhs was given to the patient on (B)(6) 2015 and depakote 1 g IV was given on (B)(6) 2015 which was later changed to 500 mg IV. On (B)(6) 2015, depakote was increased to 1000 mg bid.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the entire system was not explanted and not replaced but only the leads were explanted and not replaced. Follow-up indicated that the event was unresolved at the time of study exit, which was (B)(6) 2015. The patient exited the study due to "adverse event leading to explant of any products."

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional of a clinical study reported that on (B)(6) 2015, the day after surgery that patient was confused and had an altered mental status and significant lethargy secondary to lead infection. The patient had become increasingly disoriented and agitated over time. At times the patient was not responding verbally and had to be restrained on several occasions. The inpatient stay had to be extended after surgery because of the altered mental status. Diagnostics included examination. The patient was discharged on (B)(6) 2015 but was hospitalized again on (B)(6) 2015 for altered mental status. The patient was eventually discharged to a skilled nursing facility. The patient was again admitted to the hospital on (B)(6) 2015, the patient had developed seizure activity and was still an inpatient and experiencing altered mental status on (B)(6) 2015. Intermittent seizures were secondary to a lead infection. The patient had required an emergency room visit. On (B)(6) 2015 the clinic noted that the patient had redness on the right side of the head and pus had been visible on (B)(6) 2015; it was likely the edema first noted on (B)(6) 2015 was the first symptom. On (B)(6) 2015 medications were administered in the form of vancomycin and cetriamine. The entire system was explanted and not replaced on (B)(6) 2015. From (B)(6) 2015 to (B)(6) 2016 medications were administered in the form of nafcillin and vancomycin. There was encephalitis at the bilateral lead implant sites. On (B)(6) 2015 a medical or non-surgical therapy was done in the form of depakote down to 750mg intravenous daily, on (B)(6) 2015 medications were administered in the form of depakote increase to 1000mg twice daily till (B)(6) 2015 and on (B)(6) 2015 medications were administered in the form of increased depakote to 1000mg every morning and 1500mg every night. Medication in the form of 5mg intravenous lorazepam was administered on (B)(6) 2015 and 1mg was administered on (B)(6) along with 7 more actions that were taken. The patient at baseline was noted to live independently and cared for their own house and several animals. No more diagnostics were done. The altered mental status was resolved without sequelae, encephalitis was ongoing/unresolved and lethargy was ongoing while the intermittent seizures secondary to a lead infection were unresolved with no further actions planned.